Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) with slow ventricular tachycardia (vt) at 120 bpm. Commanded anti-tachycardia pacing (atp) failed. It was noted that the ICD was programmed to 180 and 230 bpm, and this vt rhythm was below the rate cut off. At that time, it was noted that they were likely going to shock the patient out of this vt. Approximately 4 days later, the patient presented to a different emergency room (ER), as directed by the manufacturer and cardiologist. Upon review of stored episodes, multiple bursts of atp were delivered, however they were unsuccessful in converting the rhythm. Furthermore, it was suspected that the vt rhythm may have been initiated by an undersensed intrinsic beat, followed by a paced beat delivered during a vulnerable period. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) with slow ventricular tachycardia (vt) at 120 bpm. Commanded anti-tachycardia pacing (atp) failed. It was noted that the ICD was programmed to 180 and 230 bpm, and this vt rhythm was below the rate cut off. At that time, it was noted that they were likely going to shock the patient out of this vt. Approximately 4 days later, the patient presented to a different emergency room (ER), as directed by the manufacturer and cardiologist. Upon review of stored episodes, multiple bursts of atp were delivered, however they were unsuccessful in converting the rhythm. Furthermore, it was suspected that the vt rhythm may have been initiated by an undersensed intrinsic beat, followed by a paced beat delivered during a vulnerable period. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient had presented to the second emergency room (ER) in sustained ventricular tachycardia (vt), but the arrhythmia broke before a field representative was called. It was noted that consult interrogation was later performed at the second ER. This implantable cardioverter defibrillator (ICD) system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.